Event description:
It was reported that the device experienced an electrical reset. The device was programmed back to the previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).